Event description:
It was reported that the reservoir of an infusor had ruptured during infusion. The concomitant medical products are currently unknown. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. One sample was received for evaluation. Visual examination of the unit determined that the bladder ruptured in a footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. However, the cause could not be determined. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.